Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead was explanted and returned due to clavicular crush, high pacing threshold, noise and under sensing anomaly. No further information is available.